Event description:
A surgeon reports that following intraocular lens (iol) surgery, a patient reported blurry near and distance vision. The lens was explanted. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested 05/09/2007, 05/11/2007, 05/13/2007, 05/25/2007 and 05/29/2007 by phone, mail and fax. Additional information was provided 05/10/2007 by phone. A completed questionnaire has not been received.